Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few weeks post-implant, the patient presented to the emergency room having experienced syncope and asystole. The right ventricular (rv) lead was noted to be dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.